Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodgement of the cannula, irritation and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. The patient stated the pod began to leak which in turn was alleged to cause some sort of skin irritation. Due to the leak and irritation the patient stated the pod fell off thus the cannula becoming dislodged. The patient was treated with an insulin shot and had her settings changed. The patient was released two hours after the event. The pod was removed at the hospital.